Event description:
It was reported that a patient experienced a break in aseptic technique during peritoneal dialysis (pd) therapy which resulted in peritonitis manifested by abdominal pain and cloudy effluent. The break in aseptic technique was further described as unsterile handling of the patient and an error with the hygiene. The patient was hospitalized for the event on the same day as the onset. The patient was treated with cefazolin and ceftazidim (intraperitoneally, dosages and frequencies not reported) for peritonitis the following day. The patient was discharged after four days of hospitalization. After five days, ceftazidim treatment was discontinued and therapy with rifampicin (oral, dose and frequency not reported) was started. Cefazolin treatment was discontinued after 16 days. Four days after the onset of peritonitis, the patient recovered. The patient was retrained on aseptic technique. Physioneal therapy was withdrawn but extraneal therapy was ongoing. Additional information was not available.

Manufacturer narrative:
(B)(4). The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.